Event description:
Report received of an undocumented number of undocumented fluid leaks. It was reported that adult pts were receiving a 2-3 hour infusion of chelation therapy. A peripheral IV was initiated and the tubing set was connected to the angiocatheter. It was noted that there was a slight leak at the connection between the tubing and the angiocatheter, and that the male end of the tubings did not "fit snugly" into the female ends of the angiocatheters. It was reported that the leaks are very minimal, and that rather than changing the tubing set, a piece of gauze is wrapped around the connection site to absorb the leak. There was no reported bleed back. The pts received their chelation therapy with no further problems. There were no reported adverse pt effects. Additional info was requested, but no further info was provided.